Event description:
A customer contacted global technical services (gts) regarding a system error 2240 alarm on the homechoice (hc) unit during dwell. The home patient (hp) stated the supply bag fell and disconnected during the dwell phase. The technical service representative (tsr) advised the hp to start over using new disposable supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated he was feeling fine since this incident and has had no problems with therapy. The lot number of the cassette was obtained; however, the hp stated the sample had been discarded. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided.